Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had multiple pump error alarm. The customer¿s blood glucose was 11 mmol/l. The blood glucose at the time of the occurrence was unknown. Customer states pump was not exposed to a high magnetic field. Advised the customer the pump requires replacement and to discontinue use of the pump. The device will not be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.